Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose levels and diabetic ketoacidosis on (B)(6) 2017. The customer's blood glucose reading at the time of hospitalization was 40 mmol/l. It was reported that the insulin pump did not alarm no delivery. The customer's blood glucose was 5.9 mmol/l at the time of call. The customer reported that the customer experienced symptoms related to high blood glucose such as feverish, cold and headache. It was reported that they treated with the insulin pump. It was reported that a bent cannula was discovered on the infusion set. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting was not done at the time of the call. The insulin pump is not expected to return.